Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci high sensitivity troponin I (tnih) result obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant falsely depressed loci high sensitivity troponin I (tnih) was obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. The result was reported to the physician(s). The same sample had previously been processed on the same instrument and a higher result was obtained. The same sample was reprocessed in duplicate on an alternate dimension exl system. Higher results were obtained that agreed with the initial result obtained from the sample. A higher result obtained from the alternate dimension exl was reported to the physician. There are no known reports of adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
Additional information (09-aug-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. The instrument data files indicated the sample ID as (B)(6). No product non-conformance was identified with the loci high-sensitivity troponin I (tnih) assay or the dimension exl 200 instrument. The instrument data files showed the sample which produced the falsely depressed result had an atypical aspiration. No process errors and no other atypical aspirations were found in the data indicating the issue was specific to that sample and not an issue with the analyzer sampling system function. The available data cannot confirm a sample integrity or sample handling issue. A potential product issue has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00206 was filed 27-jul-2022.